Manufacturer narrative:
The unit is not being returned for evaluation. The customer did not shave the patient's skin area prior to placement and did not use the recommended valley lab pad as indicated in the instructions for use.

Event description:
After completion of a knee arthroscopy procedure, staff noticed burn/blisters underneath a corner of the return pad and remaining area was reddened. Conmed pad was used, placed on upper thigh after patient was draped with sterile sheets and surgery begun. The patient had a hairy thigh, which was not shaved prior to placing the pad. Generator never alarmed during surgery. Customer does not want to send generator back to evaluation. Pad placement instructions were faxed to customer and sales rep told the customer of wrong pad used and instructed to use valley lab pads only.